Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ device indicating that the loose battery. There was reportedly no patient involvement.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address city: (B)(6). A follow up report will be submitted upon completion of the investigation.